Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges the end user alleges when going up an incline after being out in the chair for 5 hours chair slows to a stop and veers to the left.